Event description:
Patient presented with bone type iii. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, pain, mobility and inflammation. No further patient complications were reported.